Event description:
Hcp reported unknown side "infection, redness, local heat sensation, swelling, pain". Device remains implanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: infection (late onset).

Manufacturer narrative:
Reviewed DHR which concluded: no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation